Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the reported sf65 and sf140. Sf82 could not be confirmed during evaluation of the device. The main circuit board was replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed error messages (sf65, sf82 and sf140) related to program data and an alarm system issue. There was no patient harm or serious injury reported as a result of this incident.